Event description:
It was reported that during transport of a pt, the ambulance was involved in a roll-over accident. Allegedly, wheel to wheel bar on the cot came apart. It was reported that the pt may have been injured.

Manufacturer narrative:
Device breakage and possible pt injury suspected to be a result of the ambulance roll-over accident and not a fault of the device.